Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a missing end cap sticker and address serial label. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and broken battery tube threads.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that up and down buttons were not responding. Insulin pump was not dropped or bumped. Batteries were changed and battery cap was cleaned and anomaly still persists. Insulin pump will be replaced. Customer's blood glucose was 6.4 mmol/l. No further information provided.